Manufacturer narrative:
The patient required revascularization of the target lesion and vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information in section c is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 2.2 mg. Therapy date: (B)(6) 2015. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 15a2740801. Expiration date: 05/05/2015. This device was used in clinical application prior to being available in the us. Study name- (B)(4): patient ID #(B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 150 mm, (B)(4) restenotic lesion of the right distal sfa and proximal pop. The lesion was predilated using a 3 x 100 mm balloon and inflated to 10 atm, resulting in a residual (B)(4) stenosis. Next, a 4 x 120 mm stellarex balloon was inflated to 10 atm for 3 minutes, resulting in a residual (B)(4) stenosis. Then, a 4 x 80 mm stellarex balloon was inflated to 10 atm for 3 minutes, resulting in a final residual (B)(4) stenosis. The patient was discharged per plan. On (B)(6) 2017, the patient was diagnosed with (B)(4) restenosis of the right sfa and underwent revascularization of the target vessel and lesion. Endovascular treatment was done using angioplasty, atherectomy and pta. The physician indicated this is unlikely related to the study device or procedure.